Manufacturer narrative:
The subject device underwent visual and functional inspection. Scope mount was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. This device instructions for use (IFU) indicates: the following description is found in the instruction manual "preparation and inspection_inspection of mela head". Check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the subject camera head coupler looseness was observed. There were no reports of patient involvement.